Event description:
Related manufacturer reference number: 2017865-2023-05578, related manufacturer reference number: 2017865-2023-05580, related manufacturer reference number: 2017865-2023-05581. It was reported that the patient had their implantable cardioverter defibrillator, right ventricular lead and left ventricular lead explanted due to infection. Additionally, the old capped right ventricular lead was found to be visible from the opened incision site of the implanted device pocket. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended. Further information was requested but not received.